Manufacturer narrative:
(B)(4).evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported increased intraperitoneal volume (iipv) condition. The cause was determined to be false empty detect and a use error, inappropriate bypass of the caution: negative uf alarm. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass caution: negative uf alarm. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 04:14:15. During night drain cycle four, the patient's ultrafiltration reading was 2295ml, indicating the home patient (hp) drained 2295ml more than their maximum programmed fill volume of 2500ml. No additional information is available.